Manufacturer narrative:
The customer requested, that a philips field service engineer (fse), be dispatched to the customer site. As the fse could not be reached. A cause for the failure could not be determined. Philips is unable to rule out that a malfunction did not occur. As additional information is unavailable. A definitive cause for the alleged failure could not be determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No additional investigation is required at this time.

Event description:
It was reported to philips that the device's lead connection is showing a problem in leads cable. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.